Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2025, shaking was noted during the tomo motion. A hologic field service engineer (fse) examined the system and found loose hardware within the device. The fse replaced the loose hardware to resolve the reported shaking, tested the system and verified that it is functioning in accordance with manufacturer specifications. No patient or user injury was reported.